Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B15012) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Lot number: b15012 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2022: case became serious incident. Essure removal details updated. Patient information , reporter information has been updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B15012) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Lot number: b15012. Manufacture date: 2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no: b15012). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal / total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure administration. Lot number: b15012, manufacture date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summon received : events- psychological disorder nos, genital bleeding and dyspareunia added. Non-drug treatment notes added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. B15012). Additional non-serious events are detailed below. The patient had a medical history of dyspareunia, gastritis, low mood, vaginal pain, parity 4, drug intolerance and dependence on opiates. Concurrent conditions were listed as chest pain, covid-19 virus test positive, menses irregular with excessive bleeding, anxiety, fatigue, nabothian cyst, post coital bleeding, spotting between menses, bleeding menstrual heavy, smoker (she does smoke 15-20 cigarettes a day), depression, cold, abdominal pain, joint pain, fibromyalgia, leukocytosis, hernia repair and depression. Concomitant products included propranol (propranolol hydrochloride), pregabalin, zapain (codeine phosphate;paracetamol), vitamin d [vitamin d nos], co-codamol eff. (Paracetamol + codeine phosphate), mirtazapine and baclofen. On 09-oct-2013, the patient had essure inserted. Essure was removed on 13-oct-2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal / total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure administration. The reporter commented: number of coils in right ostium: 3 number of coils in left ostium: 5. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 14-jan-2014: not reported [ultrasound scan] on 14-jan-2014: both devices were identified at uterine fundus and were seen to extend laterally from upper endometrium to outer myometrium ultrasonically devices appeared to be correctly positioned lot number: b15012 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters, lab data added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.